Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the peritonitis event. The patient was treated with injection vancomycin (2g, repeated on 7 days, route not reported) and injection fortum (1gram, intraperitoneally , night exchange daily for 14 days) for the event. The patient outcome was not reported. Action taken with pd therapy was not reported. Additional information was requested but is not available. This is report 3 of 3 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adaptor. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in (B)(4).